Manufacturer narrative:
(B)(4). As the lot number was unknown and the sample was not available, a batch review was not performed. The root cause of the complaint was determined as user error- poor aseptic technique, patient reused a disposable device. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011, baxter (B)(4) received a report form a homepatient (hp) that his (B)(6) 2010 delivery included an insufficient number of minicaps. According to the report, the hp reportedly had been reusing the minicaps and developed peritonitis. There is no additional information available.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.